Event description:
Voluntary medwatch report received that states "tpn filter allowed at least 3ml of air to pass beyond the filter to the pt's IV. This increased the risk of air embolism. The nurse disconnected the IV set and withdrew 3mls+ of air. The filter was changed and again air appeared below the filter set." Further info received from the reporter indicated that the incident occurred involving a pt receiving tpn via an unspecified IV access. The settings were unknown. The filter set was attached to an unspecified abbott pump set and pump. There was no report of fluctuations in the pt's blood sugar. There was no report of pt harm or adverse pt effects. Although requested, no additional info was available.